Manufacturer narrative:
Additional information was received that the stimulation that was coming from the device that had caused uncomfortable stimulation was located at the stomach and the ribs, not at the chest that was previously reported.

Event description:
A report was received that the patient was experiencing chest pain. The patient felt stimulation in the chest coming from the device. It was noted that the leads were more in the gutter and were causing the uncomfortable stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing chest pain. The patient felt stimulation in the chest coming from the device. It was noted that the leads were more in the gutter and were causing the uncomfortable stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing chest pain. The patient felt stimulation in the chest coming from the device. It was noted that the leads were more in the gutter and were causing the uncomfortable stimulation. The patient will undergo a revision procedure.